Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patients blood glucose was 33 mmol/l with large ketones, nausea, and vomiting. It was reported the patient was treated in an emergency room. The patient reportedly discontinued pump therapy. Troubleshooting revealed the basal delivery totals in the total daily dose history did not match the programmed settings due to a known and expected cause: the pump was manually suspended and a call service alarm and loss of prime alarm interrupted delivery. Further troubleshooting revealed no issues. The patient was referred to a healthcare provider for diabetes management. This complaint is being reported because the reporter insisted there was a device malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 01/16/2017. Product analysis: the device was returned and evaluated by product analysis on 12/28/2017 with the following findings: the complaint could not be confirmed or duplicated with investigation. The daily insulin delivery totals correctly reflect user's programmed basal rates. Suspend history shows pump was suspended on (B)(6) 2016 from 16:56 to 17:35; on (B)(6) 2016 from 17:11 to 19:09 and from 19:48 to 21:04. No call service alarms or abnormal pump behavior was observed in the pump¿s black box. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The suspend feature was manually activated and deactivated without issue; the feature was found to be functioning per specification and an appropriate warning was displayed for the activation and interruption of insulin delivery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).